Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the battery should have lasted 9 years, but the battery only lasted 4 years. It was reported the healthcare professional (hcp) needed to replace the battery. The patient stated they were having a kidney replacement and elected to postpone surgery. The patient stated they have another unit that gives them stimulation. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported the programmer displayed an end of service (eos) error code around (B)(6) 2017. The device was off and suddenly could no longer feel stimulation; the device was not providing therapy. The patient was dissatisfied with the longevity of the device because they had never let their ins go into over discharge since implant. The patient was redirected to their doctor to have their device checked and to discuss device replacement. No further complications were reported.